Manufacturer narrative:
Follow-up # 1 date of submission 02-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2018 with the following findings: a review of the pump¿s black box data showed no evidence of ¿cs128-fxxx¿ call service alarms; the secondary code ¿fxxx¿ is defined as a motor power supply fault. The pump history showed evidence of short battery life. The returned battery cap was able to fit securely onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the initial complaint. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and the cap was able to fit securely to the pump. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or the continuous glucose module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (128-fxxx) issue. It was reported that the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.